Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant attempt, the left ventricular (lv) lead was attempted, but unable to be placed. The physician encountered difficult patient anatomy, as well as repeated lead dislodgements. Additionally, the patient experienced diaphragmatic stimulation at one point. The lead was not used, and two other lv leads were attempted, with similar results. The leads were not used, and the physician decided not to place an lv lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.